Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin using multiple syringe needles. Customer's blood glucose was within range (value not provided). Customer changed the needle to resolve the issue.